Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the investigation details, there is severe corrosion built up inside the device.

Event description:
It was reported that the collet would not hold a pin during a procedure. The procedure was completed with no delay and no allegation of adverse consequences associated with this event.